Event description:
It was reported that a pump declared alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy.